Event description:
The customer reported via phone call that she had an issue with the insulin pump. Customer stated that she was changing her infusion set and she was rewinding and received a motor error. Customer's blood glucose was 160 mg/dl at the time of the incident. Customer uses the sensor feature on the pump and is unable to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.